Manufacturer narrative:
The field service representative (fsr) verified that the occlusion knob was hard to turn. He removed the occlusion knob and cleaned the treads inside and the occlusion shaft, re-greasing it. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pump was not turning. The tension was adjusted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.